Event description:
It was reported that when tried to remove the needle, the base did not lower and the safety mechanism did not work. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a defective safety mechanism is confirmed and was determined to be supplier related. One 22 g safestep infusion set was returned for evaluation. An initial visual observation showed the safety mechanism of the device was not activated. An attempt to activate the safety mechanism of the device was unsuccessful, and the safety mechanism was found to be stuck to the needle housing. A microscopic observation revealed excessive adhesive at the base of the needle where it exits the needle housing. Once the safety mechanism was moved by force, adhesive was observed to be stuck to the metal sleeve of the safety mechanism, which prevented the safety mechanism from successfully activating. This device is a supplied component, and the supplier has been notified of this event via (B)(4). This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that when tried to remove the needle, the base did not lower and the safety mechanism did not work. There was no reported patient injury. No other information was provided.